Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. The caregiver cg) stated that the supply bags were empty. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative explained the alarm to cg and helped them clear the alarm. The home patient would start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.